Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Unknown when screws backed out. Not explanted. Unknown if device is/not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, who implanted with a variable angle, two column distal radius plate and 2.4 (x7) variable angle screws on (B)(6) 2015 had experienced a postoperative failure. While in care it was noted that the 2 or 3 of the implanted screws, (of the 4-5 implanted distally and 2 implanted in the stem) had backed out of the plate. It is not certain which screws backed out. Since her operation the patient has remained in the hospital as she is very ill due to non-orthopedic related health issues. On (B)(6) 2015 during a case review with the operating surgeon, it was reported that the device had failed. To date no report has been made against the plate. Due to the patient's poor health, it was unknown at the time of the report if the patient will be revised. This report is 1 of 2 for (B)(4).